Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water cylinder and air water tube both have foreign objects (white foreign material). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e217 due to data error of scope device identification. Also, for the air water cylinder and air water tube both have foreign objects, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an error e217. The event occurred during installation. There were no reports of patient involvement.